Event description:
Reviewed surgeon's database report which stated that he found a bent pediatric fin nail bent on f/u. The report further states that the surgeon was able to straighten the nail and then remove it and implant a new nail without opening the fracture site. Review pt x-rays and confirmed the bent sign nail. Cause: no reason or cause was given for the bent nail. Pt x-rays confirmed bent nail however gave no indication on why the nail bent other than a possible stress from weight bearing. No indication of product defect.